Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ureteric injury ("left ureteral injury") and ureteral stent insertion ("left ureteral stent") in an adult female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on 2017-essure confirmation test transvaginal ultrasound was done. Concurrent conditions included breast pain, perineal pain and flatus. Concomitant products included hydrocodone, ondansetron hydrochloride (zofran) and tramadol. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), myalgia ("muscle pain") and asthenia ("weakness"). In 2013, the patient experienced abdominal distension ("bloating"), migraine ("migraines"), alopecia ("hair loss"), menopause ("hormonal changes describe:menopause related syndrome"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), depressed mood ("psychological or psychiatric problems condition: depressed mood") and memory impairment ("neurological conditions or problems type: impaired memory") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2017, the patient experienced ureteric injury (seriousness criterion medically significant) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"). On an unknown date, the patient experienced libido decreased ("hormonal changes describe: decreased libido") and back pain ("lower back pain") and underwent ureteral stent insertion (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, headache, nausea, menorrhagia and vaginal haemorrhage had resolved, the ureteric injury, migraine, alopecia, abdominal pain, myalgia, asthenia, menopause, libido decreased, allergy to metals, dyspareunia, weight increased, depression, anxiety, depressed mood, ovarian cyst, memory impairment, back pain and ureteral stent insertion outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, depressed mood, depression, dyspareunia, fatigue, headache, libido decreased, memory impairment, menopause, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, ureteral stent insertion, ureteric injury, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017- she performed left ureteral stent surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Ultrasound scan vagina - in 2017: result not provided. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "ovarian cyst, abdominal pain, left ureteral injury, menorrhagia, dyspareunia, abnormal bleeding (vaginal), lower back pain, weakness, dysmenorrhea, menopausal symptoms". Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Lot number was added. Events added from pfs- "abdominal pain, muscle pain, weakness, menopause related syndrome, decreased libido, headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), fatigue, weight gain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression, depressed mood, ovarian cyst, impaired memory, lower back pain". Reporter information, medical history, events onset date, events outcome, weight was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus any part"), pelvic pain ("pain"), ureteric injury ("left ureteral injury") and ureteral stent insertion ("left ureteral stent") in an adult female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On 2017-essure confirmation test transvaginal ultrasound was done. Essure confirmation test was performed on (B)(6) 2017, result: there are bilateral essure coils at the mid pelvis in an expected location. Concurrent conditions included breast pain, perineal pain, flatus, lower abdominal pain, urgency urination, emotional problems, memory impaired and joint pain. Concomitant products included hydrocodone, ondansetron hydrochloride (zofran) and tramadol. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), myalgia ("muscle pain") and asthenia ("weakness"). In 2013, the patient experienced abdominal distension ("bloating"), migraine ("migraines"), alopecia ("hair loss"), menopausal symptoms ("hormonal changes describe:menopause related syndrome"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), depressed mood ("psychological or psychiatric problems condition: depressed mood") and memory impairment ("neurological conditions or problems type: impaired memory") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2017, the patient experienced ureteric injury (seriousness criterion medically significant) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido") and back pain ("lower back pain") and underwent ureteral stent insertion (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, ureteric injury, migraine, alopecia, abdominal pain, myalgia, asthenia, menopausal symptoms, libido decreased, allergy to metals, dyspareunia, weight increased, depression, anxiety, depressed mood, ovarian cyst, memory impairment, back pain and ureteral stent insertion outcome was unknown, the pelvic pain, abdominal distension, headache, nausea, menorrhagia and vaginal haemorrhage had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, depressed mood, depression, device expulsion, dyspareunia, fatigue, headache, libido decreased, memory impairment, menopausal symptoms, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, ureteral stent insertion, ureteric injury, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017- she performed left ureteral stent surgery. Weight- 250lbs, bmi- 39.2 kg/m2. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Ultrasound scan vagina - in 2017: result not provided. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "ovarian cyst, abdominal pain, left ureteral injury, menorrhagia, dyspareunia, abnormal bleeding (vaginal), lower back pain, weakness, dysmenorrhea, menopausal symptoms". Concerning the injuries reported in this case, the following one/ones were reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus any part"), pelvic pain ("pain"), ureteric injury ("left ureteral injury") and ureteral stent insertion ("left ureteral stent") in an adult female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. On (B)(6) -essure confirmation test transvaginal ultrasound was done. Essure confirmation test was performed on (B)(6) 2017, result: there are bilateral essure coils at the mid pelvis in an expected location. Concurrent conditions included breast pain, perineal pain, flatus, lower abdominal pain, urgency urination, emotional problems, memory impaired and joint pain. Concomitant products included hydrocodone, ondansetron hydrochloride (zofran) and tramadol. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), myalgia ("muscle pain") and asthenia ("weakness"). In (B)(6) , the patient experienced abdominal distension ("bloating"), migraine ("migraines"), alopecia ("hair loss"), menopausal symptoms ("hormonal changes describe:menopause related syndrome"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), depressed mood ("psychological or psychiatric problems condition: depressed mood") and memory impairment ("neurological conditions or problems type: impaired memory") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) , the patient experienced ureteric injury (seriousness criterion medically significant) and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido") and back pain ("lower back pain") and underwent ureteral stent insertion (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, ureteric injury, migraine, alopecia, abdominal pain, myalgia, asthenia, menopausal symptoms, libido decreased, allergy to metals, dyspareunia, weight increased, depression, anxiety, depressed mood, ovarian cyst, memory impairment, back pain and ureteral stent insertion outcome was unknown, the pelvic pain, abdominal distension, headache, nausea, menorrhagia and vaginal haemorrhage had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, depressed mood, depression, device expulsion, dyspareunia, fatigue, headache, libido decreased, memory impairment, menopausal symptoms, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, ureteral stent insertion, ureteric injury, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017- she performed left ureteral stent surgery. Weight- 250lbs, bmi- 39.2 kg/m2. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Ultrasound scan vagina - in (B)(6) : result not provided. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "ovarian cyst, abdominal pain, left ureteral injury, menorrhagia, dyspareunia, abnormal bleeding (vaginal), lower back pain, weakness, dysmenorrhea, menopausal symptoms". Concerning the injuries reported in this case, the following one/ones were reported via medical records: device expulsion. Most recent follow-up information incorporated above includes: on 10-apr-2019: medical records received: event device expulsion was added. Medical history were added. Reporters were added. Patient notes were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body in uterus any part"), pelvic pain ("pain"), ureteric injury ("left ureteral injury") and ureteral stent insertion ("left ureteral stent") in a 37-year-old female patient who had essure (batch no. 857590) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test.". The patient's medical history included tubal ligation. On 2017-essure confirmation test transvaginal ultrasound was done. Essure confirmation test was performed on (B)(6) 2017, result: there are bilateral essure coils at the mid pelvis in an expected location. Previously administered products included for an unreported indication: iron pills. Concurrent conditions included breast pain, perineal pain, flatus, lower abdominal pain, urgency urination, emotional problems, memory impaired and joint pain. Concomitant products included hydrocodone, ondansetron hydrochloride (zofran) and tramadol. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), myalgia ("muscle pain"), asthenia ("weakness") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced alopecia ("hair loss") and depressed mood ("psychological or psychiatric problems condition: depressed mood"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system conditon - type : bloating"), migraine ("migraines"), menopausal symptoms ("hormonal changes describe:menopause related syndrome"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and memory impairment ("neurological conditions or problems type: impaired memory") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced rash ("rashes or skin condition- type : rashes on my hands, arms and legs"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"). On (B)(6) 2017, the patient experienced ureteric injury (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), libido decreased ("hormonal changes describe: decreased libido") and back pain ("lower back pain") and underwent ureteral stent insertion (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 22-jun-2017. At the time of the report, the device expulsion, ureteric injury, ureteral stent insertion, migraine, alopecia, abdominal pain, myalgia, asthenia, menopausal symptoms, libido decreased, allergy to metals, dyspareunia, weight increased, depression, anxiety, depressed mood, ovarian cyst, memory impairment, back pain and rash outcome was unknown, the pelvic pain, abdominal distension, headache, nausea, menorrhagia and vaginal haemorrhage had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, depressed mood, depression, device expulsion, dyspareunia, fatigue, headache, libido decreased, memory impairment, menopausal symptoms, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pelvic pain, rash, ureteral stent insertion, ureteric injury, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2017- she performed left ureteral stent surgery. Weight- 250lbs, bmi- 39.2 kg/m2. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Ultrasound scan vagina - in 2017: result not provided.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: "ovarian cyst, abdominal pain, left ureteral injury, menorrhagia, dyspareunia, abnormal bleeding (vaginal), lower back pain, weakness, dysmenorrhea, menopausal symptoms". Concerning the injuries reported in this case, the following one/ones were reported via medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet received : other relevant history updated. New events: rashes or skin condition- type : rashes on my hands, arms and legs and she did not undergo any essure confirmation test were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, migraine and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.